Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. The needle came off of suture during anastomosis. The procedure was delayed. New suture pack was used to finish procedure. No patient harm. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unknown. How long (in minutes) did the surgery prolong? Unknown. What tissue was being sutured when the event occurred? Anastomosis during CABG. Was additional dissection required in other organs/tissues other than the target tissue? Unknown. Was there any change in the patient¿s post operative care due to the prolonged procedure? Unknown. It was mentioned 2 doctors involved, (B)(6); did the event occur during one or multiple patient procedures? Separate patient procedures. Both. Surgeons experienced problems with lot tebdll what is the total number of products involved in this event? 2 sutures packets with most recent case involving (B)(6). Please provide the lot number: tebdll. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample revealed that nine packets that pertain to product code epm8735 were returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strands no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2023-06626, 2210968-2023-06627, 2210968-2023-06628.